Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(health effect - clinical, type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) opened up screen and checked/remade connections. Pump was due a service, so did this battery test ran for 140 mins, with no problems seen with the screen. Ran on test for a while checking connections and cabling then also no problems seen.equipment repaired successfully, and left in safe working order.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) screen went blank but the iabp continued to work. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.due to character restrictions in block e1 telephone number: (B)(6).